Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the quality controls (qc) were within range on the day of the event. The customer performed a precision study with the patient sample, which passed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse found the cuvette film heights were set incorrectly, causing carryover from one cuvette to the next. The cse aligned cuvette film to correct height and adjusted top seal. The cse ran the lipid panels five times and found no hdl errors. The cse ran precision testing, which passed. The cause of the discordant, falsely elevated hdl result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated high-density lipoprotein cholesterol(hdl) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hdl result.